Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause of the failure was isolated to the cable connecting ECG b, ECG a and the front therapy electrode (te) being cut in half. The root cause for the cut cable was physical abuse. It was reported that resuscitation efforts were made on the patient. There is no indication that the device malfunction caused or contributed to the patient death.

Event description:
During servicing of electrode belt sn (B)(4), which was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt failed incoming functionality testing. Review of the ECG data surrounding the event indicated that the last rhythm recorded during patient use was bradycardia. While monitoring, there was no arrhythmias detected. Resuscitation efforts were made on the patient. There is no evidence that the defective electrode belt caused or contributed to the patient's passing.